Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via (B)(6) that the customer was hospitalized on an unknown date due to unknown reason with an unknown blood glucose level. The customer's wife mentioned that it took her 2 years to convince the doctor that the insulin pump was malfunctioning and that the insulin pump would give too much insulin at once. The customer was shifted to insulin pens. The insulin pump will not be returned for analysis.